Event description:
Reporter alleged the pt received a result of 543 mg/dl on the inform system at 11:13 am when the sample was taken from the left hand where his arm is immobile and has an abscess. Reporter stated at 11:21, a result of 141 mg/dl was obtained on the other hand using the same inform system. Reporter stated that at 11:39 am, another result of 329 was obtained on the left hand again using the same system and at the same time, a sample was drawn, then sent to the lab which returned a result of 139 mg/dl. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.